Manufacturer narrative:
A sysmex service engineer (se) was dispatched to the site on (B)(6) 2018. The se found an occlusion in waste chamber 2. The se cleaned the waste chamber and analyzed quality control (qc). All levels of qc were within manufacturer's and customer's established ranges. The sysmex xe-2100 operator's manual, introduction states users should always wear protective clothing, gloves, and eyeglasses when performing maintenance or inspection of the analyzer. The user failed to wear eye protection while performing maintenance. The hematology supervisor stated all employees have access to eye goggles as a part of personal protective equipment. The user was shown the location of the safety googles after the event.

Event description:
The user contacted the sysmex technical assistance center regarding "waste chamber 2" errors. The user was advised by a sysmex technical service specialist to perform troubleshooting by flushing waste chamber 2 drain tubing with concentrated bleach in a syringe. During troubleshooting, bleach squirted out from the connection between the syringe and the tubing, and into the user's eyes. The user immediately flushed his eyes at an eye wash station for 15 minutes. The user was proactively prescribed antibiotic eye drops from an emergency room physician. The user followed up with a personal eye doctor on (B)(6), 2018, who stated the user suffered temporary tissue damage to the left eye. The doctor discontinued the use of the antibiotic eye drops and provided preservative free artificial tears. The user reported no issues with eyesight and no additional appointments were scheduled with the eye doctor.